Event description:
Caller reported that a tandem mobi cartridge alarm occurred during the load process. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the cartridge alarm and assisted the caller in loading a new cartridge using the correct technique. The issue was resolved, and the caller successfully resumed insulin therapy.